Event description:
It was reported that after insertion of the intraocular lens (iol) into the patient''s eye, the haptics were stuck to the optic. No patient injury, intervention or complications were reported and the lens remains implanted.

Manufacturer narrative:
The intraocular lens (iol) remains implanted. Prior to release to market the intraocular lens met all manufacturing specifications. Manufacturing records were reviewed with all tests results showing a pass condition and the production order was manufactured according to specifications. No nonconformance (ncr) was generated. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The following information was not included in the initial medical device report: the haptics were released with the phaco spatula and/or pusher or by long rinsing solution. No additional intervention was required. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.